Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach from delivery system. The customer reported that the patient bled. More information was requested from the medical staff and will be updated if received.